Event description:
It was reported that the bd cathena¿ safety IV catheter experienced leakage. The following information was provided by the initial reporter: the hcp advanced the catheter and attempted to disengage the needle; however, the needle was not disengaged, resulting in blood leakage.

Manufacturer narrative:
Investigation summary : four photos and two samples were received by our quality team for evaluation. From the returned photos and samples, the safety mechanism device was observed to be partially activated, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. A major dent was observed on the cannula of the returned sample. Based on the cannula dent location, the possible contact point occurred at the pick and place station. A simulation was performed and the team was unable to simulate the defect to get the major dent on the cannula as seen in the returned sample. However, it is suspected that the dent on the cannula could be due to a misalignment at the pick and place gripper. A digital angle meter has been implemented at the pick and place station to check the gripper alignment after setup. This incident has been added to our database of reported incidents.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced leakage. The following information was provided by the initial reporter: the hcp advanced the catheter and attempted to disengage the needle; however, the needle was not disengaged, resulting in blood leakage.